Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg wound site did not heal. As such, surgical intervention was undertaken during which the ipg was explanted and replaced. The new ipg was implanted on the opposite side. The issue has since resolved.